Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about the transparent anti-cancer drug is stained blue. When the customer connected the protector p14j to halaven IV 1mg and used a new injector and syringe to extract the drug from the vial, the clear liquid started to turn blue.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for updated device evaluation/correction: correction: annex a code updated to more accurately reflect reported issue. Updated device evaluation: one protector assembled with a vial along with an injector connected to a syringe, was provided for evaluation. Upon inspection, no damage or other defect is identified with the protector or injector returned. The liquid within the syringe is verified to be a slight blue. Testing was conducted in attempt to recreate the reported incident, disconnecting the syringe with the blue liquid and assembling a new syringe that contained water. The liquid was inserted into the vial and then extracted into a beaker for comparison. After all testing was complete, the liquid remained clear, no discoloration was observed. Based on our testing, it is verified that none of the materials used within our product would result in a discoloration of the medication. A device history review was performed for protector lot 2402136, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information and our quality team's investigation, no failure or root cause related to our product can be identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional details provided: is the medication blue? No, the medication is transparent. Did they see blue particles floating in the liquid? Was the membrane blue? They saw that the liquid was dyed blue, but they did not see any particles floating in it. How is the medication stored? It's unclear because the injector was still connected to the protector when it was returned. Is the syringe a bd syringe? No. Was it the liquid in the syringe blue? Yes, the liquid in the syringe blue.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector assembled with a vial along with an injector connected to a syringe, was provided for evaluation. Upon inspection, no damage or other defect is identified with the protector or injector returned. The liquid within the syringe is noted to be a slight blue. None of the materials used within our product would result in a discoloration of the medication. A device history review was performed for lot 2402136, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information and our quality team's investigation, no failure or root cause related to our product can be identified at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.